Event description:
Reporter indicated that pt was experiencing decreased sleep, chest pain, severe tooth pain that prevents pt from sleeping and choking/dyspnea with stimulation. It was reported that the pt's neurologist had decreased device settings several times but that the pt has had little relief from the above symptoms. Further follow-up revealed that the pt was hospitalized during the first week of march 2003 due to dilantin toxicity and that the pt was having coughing with stimulation. Device settings were decreased while the pt was in the emergency room. The pt reports that pt told neurologist at their last office visit when device settings were increased that pt could not tolerate the device settings, but the neurologist would reportedly not decrease the settings at that time. The pt reports that now that device settings have been decreased pt has no side effects and is starting to have less seizures. Investigation to date has been unable to determine the severity of the reported adverse events.